Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-06747 / 06748 and 08751).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2010 revision was due to mechanical complication. The patient's operative report noted a loose femoral component that was removed with the head; and an insertion of on-q pain catheter was performed. All components were removed and replaced with competitor components.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: the following are listed under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿inadequate range of motion due to improper selection or positioning of components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference (reference 1825034-2014-06747 / -06748).